Manufacturer narrative:
Concomitant medical products: lead model 3888 lot # v124517 implanted: unk explanted: unk; lead model 3888 lot # v121154 implanted: unk explanted: unk; recharger model 37752 serial # (B)(4) implanted: na explanted: na; extension model 37082 serial # (B)(4) implanted: unk explanted: unk; extension model 37082 serial # (B)(4) implanted: unk explanted: unk; patient programmer model 37743 serial # (B)(4) implanted: na explanted: na.

Event description:
It was reported that the patient had not charged their device for "months and months." An overdischarge was confirmed. The patient let the device go into an overdischarge because she stated she was not able to recharge properly and just got "sick of it" even though the therapy was beneficial. The patient was unable to bring the battery back to life and was considering a replacement. Additional information has been requested, but was not available as of the date of this report.